Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds approximately one week after initial implantation. This device remains in service. No additional adverse patient effects were reported.